Manufacturer narrative:
On the day of the event, the low level qc showed high recovery and high level qc did not show an issue. A field service engineer (fse) went on-site and dis-assembled and examined the ion-selective electrode (ise) system and no issues were found. Fse re-assembled and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results generated by the unicel dxc 600 pro synchron clinical system. No erroneous results were reported outside of the laboratory. The samples were repeated on a different instrument which gave lower results and those results were reported outside the laboratory. The customer only provided data that initial na results were in the 155-160mmol/l range and upon repeat on a different instrument in the laboratory, na results were in the 130s range (mmol/l).